Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the transformer was exposed to epidural med causing a short circuit within the housing. This short circuit produced a flare up as evidenced by burn and scorch marks on the housing as well as smoke and a burning plastic smell. Patient evacuated and no injuries to patient or team members.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. Product was not returned for evaluation. Customer complaints are confirmed by the photos. Based on review of the information provided by the customer we are unable to determine a root cause as the device was not returned for evaluation. A device history record review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.